Event description:
It was reported that the patient's implantable cardiac monitor (icm) was exhibiting post-sensed t-wave oversensing. Programming changes were made. The patient was in stable condition.